Event description:
It was reported by the aci clinical specialist that a male patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Following the procedure, the technician who is a trained user , selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during delivery of the sealant, the device jammed and the shuttle would not advance all the way. The sealant was not deployed. The balloon was deflated and the device was removed. The patient was converted to 20 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle and the distal end of the shuttle tube was abutting the balloon. The sealant was exposed beyond the distal end of the shuttle. The shuttle cartridge was retracted gradually until the sealant was fully exposed. Slight resistance was felt during retraction. Subsequent to unsheathing, the sealant was found to be slightly swelled. This condition may have contributed to the device jam. A review of the lhr was not possible as the lot number was not provided. Based on the information received and the investigation performed, the probable cause of the device deployment jam could not be conclusively determined.